Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient a small laceration on his back caused by the lifevest wires. It was reported that the wound was covered with gauze. Follow-up indicated that the wound had not healed and may have been getting worse. The patient's nurse reported changing the dressing and using an antibiotic ointment. The current medical condition of the wound is unknown.